Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode. The field representative indicated there were no episodes in the atrial logbook and the syncope was believed to be related to blood pressure, not an arrhythmia. In the course of checking the device, while performing right ventricular (rv) threshold tests, there was loss of capture and the radiofrequency (rf) telemetry was lost, resulting in several seconds of no pacing. It was noted the patient is pacer dependent; however, the patient did not pass out when this occurred.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.